Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g4; g7; h1; h2; h3; h6 visual examination of the provided picture confirms the head of the screw sheared off from the threaded body. The pieces were not returned for further examination. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as product was discarded. Once the investigation has been completed, a follow-up MDR will be submitted. Foreign report source: (B)(6).

Event description:
It was reported during an initial hip procedure, the screw fractured while putting in a acetabular cup. Attempts have been made and additional information on the reported event is unavailable at this time.